Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider regarding a consumer receiving fentanyl [1500 mcg/ml] at a rate of 417 mcg/day, hydromorphone [9 mg/ml] at a rate of 2.5 mg/day, clonidine [750 mcg/ml] at a rate of 208 mcg/day, and bupivacaine [13.5 mg/ml] at a rate of 3.7 mg/day via intrathecal drug delivery pump for non-malignant pain and failed back surgery syndrome. It was reported that a motor stall occurred. The patient had no MRI's and the pump stalled and never recovered. The patient went through withdrawal. The stall, audible pump alarm, and withdrawal event date was ¿a couple days prior to (B)(6) 2017¿ and they had not read the pump event logs yet and acted like they did not have time to do so.on (B)(6) 2017 is the pump replacement and they want the pump programmed to off state. There were no further complications reported/anticipated. [Omitted information from (B)(4) - unk pt; increased pain].